Manufacturer narrative:
Two used company cartridges were returned. The lenses were not returned in the cartridges. The cartridges were numbered 1-2 for evaluation purposes. Both used company cartridges were microscopically evaluated. Inadequate viscoelastic was observed in the first cartridge. This cartridge had pressure marks/scraped areas on the left side of the nozzle roof (inside) coating intact. This damage may have occurred during removal of the lens. No tip damage was observed. The second cartridge had viscoelastic in the tip. No damage was observed. Both cartridges had evidence of placement into a handpiece. Both used company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified lens model/diopter was indicated. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the (cannot inject lenses) could not be determined. The lenses were not returned in the cartridges. No problems were found with the returned used monarch iii (d) cartridges. No tip damage was observed. Top coat dye stain testing was conducted with acceptable results. The root cause may be related to a failure to follow the IFU (instructions for use). One returned used company cartridge exhibited inadequate viscoelastic. The other cartridge only had viscoelastic observed at the top. The IFU instructs to use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). Completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if a qualified handpiece and viscoelastic were used. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The handpiece IFU instructs - important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: 2023-81858.

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician could not inject the lenses. The cartridges and the injectors were changed but still the physician failed to inject the lenses. Hence a new lens of different model was used as a back up and the surgery has been completed without any problem.